Manufacturer narrative:
The insulin pump was monitored for 8 hours with multiple basal rates. All operating currents are within the specifications. There was no unexpected low battery or off no power alarm noted. There was no moisture damage inside the pump or blank display anomaly noted during testing. The pump had a compromised force sensor system alarm during the prime/compromised force sensor system test due to a faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the screen is completely blank and the insulin pump is making a humming noise. Customer indicated that this happened yesterday also. Customer was able to change the battery and get it to work again. Customer stated that he does not recall getting any alarms prior to the display going blank and the humming noise starting. Customer's blood glucose was 260 mg/dl. Customer stated that he has syringes. Customer was advised to insert a new battery. Customer stated that the display did not return. Customer stated that the pump has not been exposed to moisture recently. Customer was instructed to leave the battery out of the pump for 2 hours. Customer was advised to monitor his blood glucose carefully during this time. Customer called back and his blood glucose was 236 mg/dl. Customer treated with a manual injection. Customer was advised that the pump will have to be replaced. Customer was advised to revert to a back-up plan.